Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. On the same day as onset, the patient was hospitalized for treatment. The type of treatment was not further specified. On an unknown date, extraneal and physioneal therapies were discontinued and the patient was switched to hemodialysis, due to the patient not recovering from the event. Additional information is not available.